Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the damaged electrode belt caused or contributed to the patient's death. The device was able to deliver an appropriate treatment to the patient. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction manufacture dates: monitor: 5/23/2018. Electrode belt: 5/8/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. No details surrounding the patient's passing are available. Review of the download data revealed that the patient received an appropriate treatment on the day of passing. At 11:46:02 pm on (B)(6) 2019, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was vf with motion and tactile artifact. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.